Event description:
The head rest adapter has separated from the carbon fiber table top. This happened not during a surgical intervention, so there was no pt on the table top. No injury reported. (B)(4).

Manufacturer narrative:
The head rest adapter separated from the carbon table top. This happened not during a surgical intervention. A maquet field svc tech (fst) investigated the table at the hospital. The fst observed that the adhesive bond that connects the adapter to the table top had failed. The table top fulfills the requirements according to (B)(4). Also a mechanical strength test with safety factor 6 for the head rest interface has been done. The table top is 9 yrs old. Possibly overload or collisions are the root cause for the break. Maquet has recommended that the customer replace the damaged carbon fiber plate of the table top. Maquet inc. Submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in the report.